Event description:
It was reported, the patient stopped using and charging his scs system approximately three years ago. The patient started he was no longer needing his scs stimulation to control his pain. However, the patient stated his pain has been getting worse recently and he would like to start using scs stimulation again. A sjm representative met with the patient and confirmed the patient's scs ipg is inoperable. Follow-up identified the patient had his scs ipg replaced on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.